Event description:
It was reported that a patient that has had multiple falls was experiencing inadequate stimulation as a result of high impedances on multiple contacts of the spinal cord stimulation (scs) leads. The patient underwent an revision procedure of both leads. The patient has reportedly fully recovered and obtained full coverage following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5067053.